Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefore no review of manufacturing records could be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when the catheter was removed, the flexible catheter remained in the plug. This occurred multiple times on different catheters, requiring a change of catheter. There was risk of infection. There was patient involvement. The device list and lot number are unknown. No additional information is known.